Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device is an instrument and is not implanted/explanted. Concomitant medical device reported: tensioner (part # unknown, lot # unknown, quantity: 1). The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that the DHR review part number: 391.884 synthes lot number: p308343 release to warehouse date: 12-jul-2005 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spring has come loose or has become lodged/jammed in the end of a provisional tensioning device that connects to the tip of the tensioner. The sales consultant does not have any have any other information regarding how this device was broken or what case it was broken on. The defect was found when the device was getting ready to be sterilized. It is unknown if it happened during the previous case or a case prior to that. This complaint involves 1 device. Concomitant medical device reported: tensioner (part # unknown, lot # unknown, quantity: 1). This report is 1 of 1 for this complaint involves 1 device.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spring has come loose or has become lodged/jammed in the end of a provisional tensioning device that connects to the tip of the tensioner. The sales consultant does not have any additional information regarding how this device was broken or what case it was broken on. The defect was found when the device was getting ready to be sterilized. It is unknown if it happened during the previous case or a case prior to that. This complaint involves 1 device.

Manufacturer narrative:
Based upon the received updates, the complaint was re-assessed for reportability. The information reasonably suggests that a device malfunction has occurred, but the device malfunction has not caused or contributed to a death or serious injury requiring medical or surgical intervention. A review of past occurrences has determined that, to date, there have been seven recorded complaints involving a "broken" or "loosened" canted coil spring. The risk analysis based on trending has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. In addition, a review of complaint histories does not show any similar events that may have contributed to death or serious injury in the past. As such, the complaint is no longer considered to represent a reportable incident. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported on (B)(6) 2016 that a spring had actually become stuck in the end of the provisional tensioning device. The device was not, in fact, broken as originally reported. An investigation of the returned device, which was completed on (B)(6) 2016, further indicated that the spring had fallen out of the pocket and been crushed by the mating end of the tensioner. Based upon these updates, the complaint was re-assessed for reportability. The information reasonably suggests that a device malfunction has occurred, but the device malfunction has not caused or contributed to a death or serious injury requiring medical or surgical intervention. A review of past occurrences has determined that, to date, there have been seven recorded complaints involving a "broken" or "loosened" canted coil spring. The risk analysis based on trending has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. In addition, a review of complaint histories does not show any similar events that may have contributed to death or serious injury in the past. As such, the complaint is no longer considered to represent a reportable incident.